Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored ventricular episodes with oversensing of noise on the right ventricular (rv) lead channel. Technical services (ts) analyzed device episode data and found that there was pacing inhibition less than two seconds. Rv pacing impedance values were up to 1800 ohms, which remained within normal limits. Ts provided troubleshooting including suggesting isometric and pocket manipulation testing as well as to check possible external sources of noise. It was noted that isometrics were performed, and the respiratory rate trend (rrt) feature was turned off. Subsequently, the noise was reproduced. The rv lead was capped without replacement during scheduled generator change out procedure after the physician could not get past the coil with the laser. No adverse patient effects were reported. Currently, this rv lead remains in service.